Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states the data presented in the literature review on the, ¿anterior wall resection plus radiofrequency ablation versus simple aspiration in the treatment of auricular pseudocyst: a retrospective study" reported with evac 70 coblator ii, reported eleven patients had an infection. However, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
Internal complaint reference case (B)(4). Literature: anterior wall resection plus radiofrequency ablation versus simple aspiration in the treatment of auricular pseudocyst: a retrospective study doi:10.1177/0300060520950930.

Event description:
It was reported that on literature review ¿anterior wall resection plus radiofrequency ablation versus simple aspiration in the treatment of auricular pseudocyst: a retrospective study.¿, after surgery with evac 70 coblator ii, eleven patients had an infection. No further information is available.